Event description:
Fractured dental abutment . Fragment could not be removed from dental implant. Implant was explanted.

Manufacturer narrative:
Insertion post fracture was caused by mechanical overloading. Explantation of the implant is seen to be a collateral damage of this fracture as the fragment could not be removed from the implant.